Manufacturer narrative:
Correction b5: it was reported that two (2) oxygen barrier (multilayer) parenteral nutrition containers were leaking around the handle (reported as a quantity of one on the initial). Additional information was added d9, h3, h4 and h6. H10: ten actual samples were received for evaluation. Visual inspection and functional testing were performed on the two (2) samples for this complaint. The functional testing included an underwater leak test in which the samples were attached to an airflow and submerged into a bath of water and the pressure was gradually increased; as a result, no leak was observed on one of the samples and the other sample revealed a leak from an opening in the welding close to the handle of the bag. Therefore, the reported issue was not verified on one of the samples and the condition was verified on the other sample evaluated for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container was leaking around the handle. The leak was identified during packaging prior to patient use. There was no patient involvement. No additional information is available.